Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the ccd module with drive pcb fluid damage, the lg prong top broken, the objective lens broken, the insertion flexible tube bite damage, the operation channel (primary) buckled, the suction channel buckled, the forward body frame cracked, the angle wire play, the control body corroded, the forward body frame corroded, the pivot for control knob corroded, the connecting receptacle corroded, the mechanical base plate corroded, the ccd drive pcb corroded, the shield cover corroded, the bending rubber missing, the nozzle gluing missing, the bending rubber gluing missing, the electrical pin connector deformed, the light guide cable leak, the lg connector leak, the remote control buttons cut, the lcb distal cover glass dirty, the air and the water nozzles loose, the root brace rubber (lg control body) loose, the junction case loose, the lg prong top loose, the ethylene oxide gas valve (eog) loose, the control body disinfections damage, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, the operation channel (primary) resistance, and the insertion flexible tube collapse; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.